Manufacturer narrative:
Eval summary: the product was not returned for analysis, the lenses remain implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have made to obtain add'l info by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported following intraocular lens (iol) implant procedures, he has observed several cases of a membrane growing over the anterior optic of the iol's. In the past six to twelve months, he has noticed an increase in cases of membranes on the anterior optic rapidly growing with earlier developement of posterior capsular opacification for these cases, yag laser treatments were performed on two to three pts, some required laser to the anterior surface of the lens and the posterior capsule. Add'l info has been requested. There are two medical device reports associated with this report. This report is for the two to three pts who presented with a membrane growing over the anterior optic of the iol's and posterior chamber opacification requiring a yag laser to the anterior surface and the posterior capsule.